Event description:
Additional information received stating: adverse event(s) and provided interventions. (N=1) death ¿ possibly related. (N=13) death ¿ unrelated, cause not reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. D1, d2, d3, d4, g4-510k: this report is for an unk - constructs: mountaineer e/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a data use agreement (dua) report was received which includes safety related data on mountaineer oct device. It was reported the patient had undergone a posterior cervical laminectomy with fusion prone position c2-t1 procedure due to radiculopathy cervical region and unspecified cord compression. It was noted that postoperatively on (B)(6), 2017, the patient was resting in bed, intubated, did not seem to be in any acute distress - but was able to follow commands with his left side. His pressures had been labile throughout the morning, and at about 10:40, he became acutely hypotensive and bradycardic. At 10:42, a code was called, and compressions were initiated - with attempts at defibrillation, amiodarone, epinephrine, bicarbonate, calcium chloride, and glucose at appropriate intervals. He alternated between ventricular tachycardia and pea during this interval and was not able to be resuscitated. Time of death was called at about 11:14 after inability to resuscitate. This report is for one (1) unk - constructs: mountaineer. This is report 1 of 1 for complaint (B)(4).